Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this attempted implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. There were still out of range shocking impedance measurements after the connections were checked. It was noted that the chronic lead exhibited normal shocking impedance measurements with the previously implanted device. This device was attempted and not implanted. Another ICD was implanted with the chronic rv lead and yielded normal in range impedance measurements. This lead remains in service. No additional adverse patient effects were reported.